Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable broke and no longer charges the pump. There was no impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.